Event description:
A 15mm diameter x 11.5cm length aneurx iliac leg stent graft was implanted for the endovascular treatment of an aneurysm in a pt on an unknown date with moderate tortuosity and little calcification. The aneurysm morphology is unknown. It is reported that the pt was seen by their physician due to complaints of limb pain. The pt's limb had occluded post-operatively. A surgical thrombectomy was performed on an unknonw date. Despite repeated attempts to obtain info, there is no info available from the user facility or physician at this time. There were no add'l clinical sequelae reported related to the event and the pt was discharged home.